Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed noise on the atrial, rate/sense and shock electrograms. The device was reprogrammed to least sensitivity at that time, which prevented the device from oversensing the noise. Since that time the device displayed 40 episodes of noise, and up to 3 seconds of pauses in pacing. The patient is asymptomatic, however he is pacemaker dependant. Additional information was received stating a competitor's rv lead was surgically abandoned.